Event description:
Boston scientific received information that shortly after implant, this device oversensed noise along with varying impedance measurements. Air bubbles behind the sealplugs were suspected. No adverse patient effects were reported and device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.